Event description:
It was reported that the vns patient was experiencing an increase in seizures above pre-vns baseline levels. The patient was unable to feel stimulation from the device and was no longer experiencing voice hoarseness. While examining the patient, high impedance was observed. X-rays were taken and reported to be unremarkable. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.